Manufacturer narrative:
Batch review performed on 09 december 2019. Lot 13620: (B)(4) items manufactured and released on 04-mar-2014. Expiration date: 31.01.2019. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to stem loosening 1 month after primary.